Event description:
On september 18, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately low readings. On two days later, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. On approximately eight days later, the patient obtained the blood glucose readings of 2 mg/dl and 4 mg/dl on the reported meter, both in the morning and in the evening, while the patient was experiencing the symptom of sleepiness. The patient was concerned about these low blood glucose readings, so his wife took him to the hospital to have hs blood glucose level tested. The patient's blood glucose level was tested to be 'greater than 500 mg/dl.' The patient was treated with insulin, and admitted to the hospital for two days. His admitting diagnosis was hyperglycemia. On the day prior to the event, the patient had obtained blood glucose readings as expected, within his normal range, on the reported meter. The patient noted that on the day of the event, he had attended a party and eaten too much cake and ice cream. The patient takes nph insulin 25 units in the morning and 25 units in the evening. The patient does not adjust these insulin doses based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient obtained very low readings on the reported meter while hyperglycemic. The patient received emergency medical attention, treatment with insulin and admission to the hospital. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Device ID for "other #" field is: 1-av-1121. Lifescan has requested the return of the subject meter and strips for evaluation,but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.